Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address issue. System check was performed with tandem technical support and the customer resumed insulin delivery. Customer's blood glucose was 130 mg/dl.